Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the heartstart mrx was failing op check and rebooting during the test. There is no indication of patient involvement.

Event description:
The customer reported that the heartstart mrx was failing the shock button test during op check and would hang in op check as a result.